Manufacturer narrative:
On 24-jan-2024, the product investigation was completed as the complaint device has been discarded. Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31142119l number, and no internal action related to the complaint was found during the review. Additionally, on 30-jan-2024, bwi received additional information regarding the event. The adverse event happened during use of the bwi product. After the drainage, the patient's condition noticeably improved. However, the patient had extended hospitalization for observation. Transseptal puncture had occurred during the procedure. Concomitant details were also updated: (B)(6)atrial septum puncture needle (for the transseptal) and ngen generator serial number (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: 011-722-1110 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation, the patient experienced cardiac tamponade that required drainage. During procedure, at (atrial tachycardia) occurred and hypotension was found. Since catheter defibrillation was ineffective, defibrillation with an external defibrillator was attempted. Since the blood pressure did not return after defibrillation, an ultrasound examination was performed, and then cardiac tamponade was found. After drainage, the patient's condition stabilized and he returned to the hospital ward. There was no defect in the bw product. The physician performed cardiac massage while waiting for an external defibrillator for the tachycardia attack described above. The physician believes it may have caused tamponade because he performed cardiac massage with the catheter still in that patient's body. There were no signs suggestive of steam pop, such as increased impedance during use. There was also no particularly high cf (contact force) that exceeded 40g. No abnormalities observed prior or during the use of the product. Patient has improved. Patient did not require cardiac surgery. Ablation was performed prior to noting the pericardial effusion. No error messages were observed on bwi equipment during the procedure.